Event description:
Procedure: cardiac angioplasty. During post stent inflation, the balloon ruptured. After balloon was removed from pt and inspected, balloon had ripped off hypotube. ? Balloon got caught on stent strut during inflation. No reported adverse event to pt. Pt was stable immediately after the event.'